Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic after receiving defibrillation therapy from the device. Interrogation of the device revealed the therapy was delivered for an atrial fibrillation and considered inappropriate. Technical support advised that the device was behaving according to its programmed settings and there was no malfunction suspected. It was suspected that changes in the patient¿s medication may have caused the rhythm abnormalities. No further intervention has taken place and the patient will continue to be monitored.